Manufacturer narrative:
The patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject¿ needle was used in the colon during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the needle was unable to push saline through the catheter. The needle was removed from the scope and still could not push any saline through the catheter. The luer lock syringe was removed from the catheter and put back on, and still no saline could be pushed through. The procedure was completed with another interject¿ needle. There were no patient complications reported as a result of this event.